Manufacturer narrative:
The customer confirmed that the touchscreen was replaced, and the issue was resolved. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a customer biomed reporting the touchscreen would not calibrate on a v60 ventilator and gave a "bad touch". The device was not in clinical use. There was no report of patient or user harm. A philips remote service engineer (rse) evaluated the problem with the customer biomed and determined the touchscreen may be faulty. The rse provided the part number for touchscreen replacement. The investigation is ongoing.